Event description:
It was reported that the patient experienced an overdose possibly related to an increased medication dose. On (B)(6) 2014, the patient reported that, since her last refill and increase, she had experienced twitching, high ringing in the ears, tingling, severe constipation, and insomnia. On the same date, a decrease was performed. On (B)(6) 2014, the pump medication was changed from hydromorphone to morphine. At the time of this report, the event outcome was ongoing. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the event resolved without sequelae on (B)(6) 2014.